Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that there was premature battery depletion with implantable neurostimulator (ins), less than 2.5 years. The issue was identified because the battery was elective replacement indicator (eri) at 2.52v.device settings were: 3.9v/60pw/160hz c+2-1- eri 2.52v. Therapy impedance: 767ohms 5.091ma. Ins replacement was required. The issue was resolved at the time of this report. The patient was alive with no injury. If additional information is received, a follow up report will be sent.